Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the light on the blade is not working. The issue was detected prior to use.